Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a cracked battery compartment. The reporter stated they frequently swim with the pump and noted moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/22/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings:a battery compartment crack was observed and the battery compartment had evidence of moisture contamination. A battery compartment leak was observed during leak testing. A battery was not returned with the pump; a test battery cap was used to complete the investigation. The pump¿s internal components showed evidence of moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.